Manufacturer narrative:
(B)(4).

Event description:
Information was reported by the consumer regarding their implanted pump which was used to deliver morphine. The indication for use was non-malignant pain and failed back surgery syndrome. It was reported that waits three months between refills and over half the drug is disposed of. The caller said that his morphine dose used to be as high as 8.0 mg/day and now is at 2.3 mg/day and they feel no difference in the pain at either dose. It was reported that the patient has had the same pain the entire time they have had the pump and do not think the pump has worked since implant. The pump battery is low and the patient wants it removed and not replaced. The concentration of the morphine was unknown and no interventions were reported. Further follow up was done to determine if any troubleshooting or actions/interventions occurred and the cause of the pump not working.